Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller mentioned that the patient was in a lot pain since april. Caller stated the white device was not working. Caller confirmed the patient wasn't able to adjust the stimulation. Troubleshooting was unable to be performed as components was not available. Agent wasn't able to confirm which device was not working since their components are not present during the call. Agent advised the patient to call back once the components are available to run a troubleshooting. Caller called back in with the equipment available to the pt. Pt stated the communicator had not been taking a charge for several months. Agent walked pt through resetting the communicator and trying different outlets but the communicator would not power back on or show that it was taking a charge. Caller stated the pt would sometimes feel shocking sensations from the stimulation. Agent reviewed that once they could make adjustments to the stimulation again, if they continued to feel the sensation they should follow up with the managing hcp. Pt also stated they felt like the recharger was recharging too slow. Pt called in and confirmed they received the new communicator but needing assistance in modifying the intensity. Pt mentioned they had inactive recharger on the handset. Agent had pt closed all apps on the handset and accessed mystim; pt scanned qr code and placed the communicator over their ins. Pt confirmed set up completed but mentioned low battery and 63%, stimulator 0%. Agent reviewed battery information. Pt asked if they could turn on the therapy. Agent explained that the ins needed to be charged first before they can turn the therapy and modify the intensity. Agent had pt closed all apps and accessed recharger app. Pt confirmed their able to connect and ins was charging however the wireless recharger (wr) kept beeping. Pt mentioned the ins was in red but recharging. Pt confirmed the wr still showed the bars in green and there's no other color to indicate there's a device error, and handset showed ins was charging. Agent advised pt to monitor the charging of the ins. Agent reviewed general use of the external devices and application. Pt mentioned about the pain and the shocking sensation that was previously documented. Agent reviewed the therapy group and increasing the intensity but again reminded pt to let the ins charged first before they turn on and change the intensity. Agent redirected the pt to their hcp and mdt rep if the change of intensity or group will not help them with the pain.